Event description:
The following has been reported: per email from the fresenius kabi sales development representative southeast on 11/7/2025: "I have had a few complaints come from our customer (B)(6) hospital, regarding the k-zero needless connectors "popping off" and not securing onto non-dedicated sets. This happened during patient care and concerned the hospital, nurses, patient, etc. Per previous order history from this customer, the k-zero connector they order is the m79400849 connector." No adverse events reported. No sample available. No picture available. 1. Reported complaint: problems with medication port. 2. Quantity of sample(s): we did not receive any sample or picture for investigation. 3. Concerned product code / batch: k-zero needleless connector, (m79400849), unknown. 4. Investigation report: we have not received a complaint sample for investigation. As we did not receive the batch number, an inspection of retained samples and review of batch documentation was not possible. Without faulty sample and batch number, a more detailed investigation was not possible. In the last 12 months (from 20.11.2024 to 19.11.2025) we have received 2 complaints for this article with the same reason as "problems with medication port". 5. Root cause: without the complaint sample and batch number root cause analysis is not possible. 6. Corrective action: corrective and preventive actions are not necessary as the complaint reason is not reproducible for us. 7. Conclusion: based on these results we are not able to confirm this complaint.